Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly and needle break. Customer's blood glucose was 252 mg/dl. The customer reported that serter didn't release the needle hub/sensor. The customer was advised to return the serter with the needle hub assembly/sensor still inside. The customer was advised that we would send a replacement serter and 2 replacement sensors.